Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during use with four unknown revaclear 300 dialyzers, external blood leaks at the top of the dialyzer and tubing was observed. It was later reported the external blood leaks were at the connection between the non- baxter cartridge and revaclear dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.